Event description:
Bench repair in its evaluation of the device found the display comes back on after the device has been turned off. Display turning off after the device warmed up. There was no patient involvement.